Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced irritation and itching around the sensor area and around the off-label insertion site. Patient reported redness in the shape of the sensor pod and focused more towards the insertion site. Patient is not aware of being allergic to anything, but has had this issue with seven-plus continuous glucose monotoring systems in the past. Patient spoke with medical doctor and was prescribed tagaderm to help with the issue. At the time of the call, patient reported feeling fine.